Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6) pediatric female patient of unknown ethnicity. Medical history and concomitant medication not provided. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) from a cartridge using reusable pen humapen luxura hd, 10-12 units, subcutaneously at unknown frequency for the treatment of diabetes mellitus beginning on an unknown date. On an unknown date in (B)(6) 2021, while on insulin lispro therapy, she experienced that her dose were different, her father was injecting 1.5 units, either it was giving less insulin or more (batch 1809g01, (B)(4)) and her blood glucose decrease very much due to which she was hospitalized on an unknown date in (B)(6) 2021. Her physician analyzed that the pen gave too much insulin. Information about corrective treatment, outcome of the event and further hospitalization details were unknown. Status of insulin lispro therapy was unknown. Follow up not possible as consent to contact not gained with reporter and hcp details were also not provided by the reporter. The father of the patient was operator of the humapen luxura hd device and his training status was unknown. The general model device duration and the suspect device duration were not provided. The suspect device status and its return were not provided. The reporting consumer did not provide an opinion of relatedness of the events to the insulin lispro and related the events the humapen luxura hd device. Edit 16-mar-2022: upon review of information on 04-mar-2022 edit was required to add euca and relatedness of the device in narrative. Update 17-mar-2022: information was received from affiliate on 16-mar-2022 upon review of information received on 04-mar-2022. No new information was received hence no changes were made to the case. Edit 17mar2022: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Update 17mar2022: additional information received on 16mar2022 from global product complaint database. Changed the lot number from unknown to 1809g01 for product complaint (B)(4) relating to the humapen luxura half-dose. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 10may2022 in the b.5. Field. No further follow-up is planned. Evaluation summary the father of a female patient reported that the patient's humapen luxura hd device was either giving less insulin or more insulin than selected. The patient's physician alleged the pen gave too much insulin. The patient experienced decreased blood glucose. Investigation of the returned device (batch number 1809g01, manufactured september 2018) found the foot was detached and the injection screw was broken. Tool marks on the end (nub) of the injection screw indicate the damage occurred in the field, as this type of damage would have been detected during the manufacturing inspection process. Due to the field damage, a functional assessment could not be performed. Malfunction confirmed. An internal assessment of the dosing mechanism was performed, and all internal components were present, free of damage and free of foreign material. The core instruction for use provides adequate care and storage instructions, instructs to not use the device if it appears broken or damaged, and to contact lilly or a healthcare provider for a replacement pen. There is evidence of improper use. The device damage occurred while in the field (not related to the manufacturing process). It is unlikely that the damage of a broken injection screw is relevant to the event of decreased blood glucose as such a defect might result in an under dose, if the device is continued to be used, but not an overdose of delivered insulin.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a 10-year-old pediatric female patient of unknown ethnicity. Medical history and concomitant medication not provided. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) from a cartridge using reusable pen humapen luxura hd, 10-12 units, subcutaneously at unknown frequency for the treatment of diabetes mellitus beginning on an unknown date. On an unknown date in sep-2021, while on insulin lispro therapy, she experienced that her dose were different, her father was injecting 1.5 units, either it was giving less insulin or more (batch 1809g01, pc 5904724) and her blood glucose decrease very much due to which she was hospitalized on an unknown date in sep-2021. Her physician analyzed that the pen gave too much insulin. Information about corrective treatment, outcome of the event and further hospitalization details were unknown. Status of insulin lispro therapy was unknown.follow up not possible as consent to contact not gained with reporter and hcp details were also not provided by the reporter. The father of the patient was operator of the humapen luxura hd device and his training status was unknown. The general model device duration and the suspect device duration were not provided. The suspect device was returned to the manufacturer. The reporting consumer did not provide an opinion of relatedness of the events to the insulin lispro and related the events the humapen luxura hd device. Edit 16-mar-2022: upon review of information on 04-mar-2022 edit was required to add euca and relatedness of the device in narrative. Update 17-mar-2022: information was received from affiliate on 16-mar-2022 upon review of information received on 04-mar-2022. No new information was received hence no changes were made to the case. Edit 17mar2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17mar2022: additional information received on 16mar2022 from global product complaint database. Changed the lot number from unknown to 1809g01 for product complaint (B)(4) relating to the humapen luxura half-dose. Corresponding fields and narrative updated accordingly. Update 10may2022: additional information received on 09may2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(4) associated with lot number 1809g01 of humapen luxura hd. Updated improper use and storage from no to yes, malfunction from unknown to yes/not cirm, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.